Event description:
It was reported that a small volume folfusor experienced a leak at the fill port. The device was filled with 28 ml glucose 5% and 69 ml fluorouracil (5-fu). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Manufacture date: the device was manufactured december 2, 2013 ¿ december 3, 2013. The device was received for evaluation with approximately 100 ml of fluid within its bladder. During visual inspection a leak was observed at the fill-port when the fill-port cap was removed. The cause of the leak was a particle measuring 1.6 mm trapped under the check-band. Fourier transform infrared spectroscopy showed the particle to be made of acrylic material. The cause of the trapped particle was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.